Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a faradrive steerable sheath clear was selected for use. During preparation, the user mentioned that a valve malfunction was discovered. When the tip of the sheath was placed in a beaker and aspirated from the flush port, air was withdrawn even after repeated attempts. The sheath was then replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It has been reported that a faradrive steerable sheath clear was selected for use. During preparation, the user mentioned that a valve malfunction was discovered. When the tip of the sheath was placed in a beaker and aspirated from the flush port, air was withdrawn even after repeated attempts. The sheath was then replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return.